Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 97 after insertion.the RMA was issued for further investigation of the sensor.however,it was not possible to test the returned sensor due to hydrogel completely missing over the optics.these observations were also most likely caused by excessive force applied by the removal clamps during the explant of the sensor and this damage is unrelated to any in vivo sensor issue.the investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense system. The investigation analysis revealed diminished sensor performance as the optical signal steady declined throughout the insertion period. This is indicative of hydrogel (sensor's chemical component) oxidation and the system retired the sensor as designed due to performance deviation.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 27 january 2025. D9 device available for evaluation? Yes on 16 december 2024. G3.date received by the manufacturer? 27 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On october 30, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.